Event description:
In 2007, the lay-user/pt contacted lifescan alleging her one touch ultra meter had read inaccurately. The pt tests her blood glucose 4 times a day. The pt mentioned that she recently had a "triple-bypass" and has been taking an unspecified medication that makes her sleepy. She also takes an unspecified dose of "lantus" insulin at night and "novolog" insulin 3 times a day (before breakfast, lunch, and around 4:00 pm before leaving work). It is not known if the "novolog" regimen is on a sliding-scale. The pt stated that she had been getting readings in the "high 300's and 400's" mg/dl for the past few days. On the same day, at noontime, the pt obtained a meter reading of "348 mg/dl" without any symptoms of high/low blood glucose. After testing with the reported meter, the pt administered self-care by taking 10 units of insulin. She ate yogurt for lunch. Around 4:00pm, the pt retested her blood glucose again and got "403 mg/dl." She had not eaten anything since her lunchtime. Again, the pt administered self-care by taking another 10 units of insulin. Around 5:30-6:00 pm, the pt arrived at home feeling shaky and "on the verge of passing out." The pt explained that she did not have enough strength to try and test her blood glucose. The pt treated herself by eating ice cream and then "passed out" after lying down to rest. The pt did not wake up until about an hour later. It would have been helpful to know the following info: if the pt took the "novolog" insulin based on a sliding-scale and meter readings, if the pt drank a beverage during the time of concern, and what her normal/expected blood glucose readings are. In addition, it would have been helpful to know the pt's complete medication regimen, if she was following the regimen as prescribed, and if she tested her blood glucose when she woke up . The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following info: the pt alleged that the meter was reading inaccurately, obtained an elevated meter result, took insulin, developed symptoms suggestive of hypoglycemia, and then passed out.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.